Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) had a blood back event. Patient involved and no harm is reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that was unable to complete an initial function check, given the blood back nature. The fse was unable to identify remaining blood or fluid ingress inside the console. Installed parts (drive manifold, pressure and vacuum transducers). Post installing customer provided parts calibrated all transducers, and completed a simulated treatment with testing catheter and trainer without issue. Additionally, replaced scroll compressor and filters at 5000hr interval. Unit however failed to charge batteries. Tested hospital cart power supply in isolation. Measured 15 vdc coming out of power supply. Replaced power supply monitoring board as well as power supply to power supply monitoring board interface cable and successfully identified unit charging batteries. Hospital cart power written off and used for troubleshooting. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. All parts were disposed onsite, due to the blood back nature.